Event description:
It was reported via phone call that the insulin pump had multiple failed battery test alarms. Customer was able to clear the alarm and stated that the insulin pump was unresponsive for a couple minutes. No delivery alarms were noted on the display. Customer's blood glucose reading at the time of the call was 209 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.